Event description:
Sales rep (B)(4) reported on behalf of the surgeon, mr (B)(6), that during an l5-s1 fusion, during the final tightening the tip of the final tightener broke off inside the blocker. It was reportedly not possible to get this out without damaging the screws, so the broken tip has been left in the blocker in the pt.

Manufacturer narrative:
Method: complaint history analysis, risk assessment, visual inspection and DHR review results: there have been (B)(4) complaints for breakage of the tip of the xia 3 torque wrench. The device was inspected and it was confirmed that the tip is broken. The tip was not returned. The DHR for the lot of this device was reviewed and it found that some parts had non-conforming hex tips. Those parts were reworked and accepted. In this event, the tip became stuck in the screw and the surgeon opted not to remove it as he did not want to damage the screw. No adverse consequences have been reported post-op from this complaint. Conclusion: due to the reoccurrence of this type of failure, a CAPA was initiated. The CAPA concluded that the tip breakage is linked to impact and heating of the inner shaft during insertion and welding of the pin intended to assure the rotational stability of the torque wrench outer and inner shaft assembly. The CAPA has lead to a design change of the torque wrenches; this wrench was manufactured before the design change.